Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the rate and dose was set to 150 ml, and they estimated the amount delivered to be 200 ml. Mmd did not follow up with the initial reporter because at the time of the complaint they stated the patient did not have any adverse effects due to the complaint and that they had no additional information to provide. (B)(4).